Event description:
It was reported that patient experienced an infection and drainage at the ipg site. Patient was prescribed antibiotics. Surgical intervention was undertaken wherein the entire system was explanted to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
An infection and drainage at the ipg site were reported to abbott. The patient was prescribed antibiotics, and the entire system was explanted to address this issue. As a result, a device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.